Manufacturer narrative:
A ge oec service representative investigated the issue and replaced the interconnect cable from a previous call and found the collimator assembly was causing the iris pot error and was replaced to repair the system. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy system displayed iris collimator error on initial boot up. A reboot restored function.